Manufacturer narrative:
On (B)(6) 2016 an ocd field engineer (fe) arrived at the customer site and verified condition. The fe ran provuest and discovered that the tank sensors were not calibrated properly. The fe calibrated the waste and solution bottle levels. Repairs were verified via wadiagnostics and by placing empty/full bottle at solution a position. The customer ran, verified, and accepted qc. Repairs have returned this instrument to expected operation.

Event description:
The customer reported the discovery of their wash solution a container to be completely empty at the beginning of their shift . No system generated errors were posted by the provue during the time the incident occurred. Unable to confirm no incorrect results were reported. (B)(4).